Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a pusher wire, coil and introducer sheath were returned for analysis. The distal end of the pusher wire was kinked at the proximal end of the introducer sheath. The coil and pusher wire arms were interlocked within introducer sheath at the twist lock. The twist lock had not been fully opened. The introducer sheath was cut at the twist lock to remove the coil and pusher wire. The coil was kinked and slightly stretched at the distal end. The core wire was broken between the distal joint and mid solder joint of the pusher wire. The coil zap tip, the interlocking arm of the coil, and the interlocking arm of the pusher wire were microscopically inspected and no damage was noted. All other outer dimensions are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿release the interlock fibered idc occlusion system inside its introducer sheath by gently pinching the sheath on both sides of the twist-lock mechanism and rotating proximal side counter-clockwise 2-3 rotations. Transfer the interlock fibered idc occlusion coil and delivery wire from the introducer sheath into the microcatheter by advancing the delivery wire in a smooth, continuous manner.' (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the coil would not advance out of its introducer sheath. An 8mm x 20cm interlock was selected for use. During the procedure, it was noted that the coil would not fully advance out of its introducer sheath. The coil was retrieved back into the sheath and removed successfully. The procedure was completed with a different device. There were no patient complications and the embolization was successful. However, device analysis revealed a broken core wire.